Manufacturer narrative:
Device evaluated by manufacturer: a flextome cb monorail device was returned and a visual examination was performed on the returned flextome cb monorail device. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure applied. A balloon pinhole leak was observed at the distal edge of the distal markerband. A visual examination of the tip and markerbands identified no issues which could have potentially contributed to this complaint. Microscopic and visual analysis showed that the blades were intact and fully bonded to the balloon surface. Multiple kinks were observed along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the distal left main artery. A 10/3.00 flextome¿ cutting balloon¿ was introduced. During the positioning of the flextome the physician recognized blood in the catheter shaft and encore. They inflated the balloon to 6 atm and suddenly the pressure went down. No patient complications were reported and the procedure was completed with another flextome.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the distal left main artery. A 10/3.00 flextome¿ cutting balloon¿ was introduced. During the positioning of the flextome the physician recognized blood in the catheter shaft and encore. They inflated the balloon to 6 atm and suddenly the pressure went down. No patient complications were reported and the procedure was completed with another flextome.